Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had low power, was leaking fluid, and unintended motion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to the user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had hose damage, could not secure/lock the cutter device, had unintended activation/motion, insufficient/low power, and a liquid leak. It was further determined that the device failed pretest for hose verification, muffler tube verification, cutter lock assessment, safety assessment, rotational speed assessment, and oil leak assessment. It was noted in the service order that during an unspecified surgical procedure it was observed that the device had low power. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.